Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID: [mc2avr1-delsys] (serial: [serial (B)(6)]). D9: yes, return date: 06-apr-2026 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There were no anomalies found with the distal edge of the device cup of the delivery system. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup without resistance. The device prematurely deployed while flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg) the device was unable to be deployed. It was further noted that during flushing the leadless ipg does not fully retract before inserting into the introducer. The lead less ipg and delivery system was attempted/not used and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2026: it was further reported that the ipg would not fully engage into the cup. The tines were stuck and sticking out.